Event description:
Edwards received information that during preparation of this device the balloon would not inflate. It was reported that the balloon was rubbed in an attempt to ensure it was not sticking. It was further reported both of the other lumens of the device were able to be flushed without difficulty and air was removed from the balloon prior to inflation. There was no patient involvement. The device was discarded.

Manufacturer narrative:
Device was discarded by the hospital. Without the return of the device we are unable to perform a device evaluation and determine the root cause of the clinical observation. Trends will continue to be monitored and if action is required, appropriate investigation will be performed.